Manufacturer narrative:
(B)(4). Batch # n56r26. Additional information received: I spoke again with the surgeon and she told me that it looked like there were no staples in the reload. After firing there were no staples in the tissue, but also no staples could be found in the belly. Photographic analysis: three pictures were provided. First picture shows tissue, with a staple line, and cut. Second picture show, tissue and two graspers holding it, the image is blurry and the staple line cannot be fully appreciated. Third picture shows a piece of tissue, with staple line and a cut, however the staple line appears to be not complete. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Please refer to the device analysis for full analysis details and conclusion. The analysis found that the pse60a device was received in good visual condition and with an ecr60b cartridge, not loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify if there were any consequences to the patient as a result of the smaller pouch? If yes, please provide further detail. No consequences on the long term. But it became a difficult procedure and a drain had to be left in the patient post-op. This caused more post-op. Pain for the patient and one day longer admission. What was the specific bariatric procedure being performed? Mini gastric bypass what was the product code of the cartridges used? Ecr60¿. (Probably blue, but not sure). Was buttressing material used? No. Was any movement of tissue observed during the firing sequence? No. Were there any staples on either side of the cut line after firing? No, not one staple. The first reload had done its job properly, but the second didn¿t fire a single staple. Are photos or video available? No not of the procedure. Only a photo was taken from the material where you can see that there aren¿t staples fired. (The hospital tries to locate and send those photo¿s.) What is the current patient status? Good recovery.

Event description:
It was reported that during a laparoscopic bariatric procedure, the stapler didn't fire staples but did cut the tissue. It was a blue cartridge. The first use of the stapler was on the stomach with a gold cartridge. This was without any problem. The second (blue cartridge) didn¿t staple at all. Because the stomach was partly open after the cut, the tube came free in the belly out of the stomach. A smaller pouch needed to be made to adjust for the cutline. A part of the stomach needed to be closed by sutures. There were no adverse consequences for the patient.